Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the back. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The received device was evaluated. Downloaded data showed no timeouts or drive stalls and no alarms were generated. The exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage could not be determined. A root cause for the reported event could not be confirmed because the timing and cause of the observed damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.